Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis. The customer's blood glucose level was unknown. The customer reported that the reservoir was stuck in the insulin pump, the insulin pump was not delivering insulin and the insulin pump did not give any alerts. The customer declined troubleshooting. The insulin pump will not be returned for analysis.